Manufacturer narrative:
The reported event for ipg communication issues was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg with a new model. Exact explant date is unknown.

Manufacturer narrative:
Additional information: explant date and initial reporter name.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient is no longer able to communicate with their ipg using external devices. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.